Event description:
It was reported to philips that the device was failing the operational check. The results of the functional testing performed by field service engineer (fse) found no faults. No other functionally fault was found and the device functioned to supply therapy as expected per design. Based on the information available and the testing conducted found no device faults. Based on the information available and results no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance management process. Upon conclusion of the evaluation which included functional testing no device faults were found. The device passed all testing. The device was put back into service. It has been concluded that no further action is required at this time. If additional information is received the complaint fie will be reopened.